Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged seeing black spots in machine. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device externally and internally and found evidence of unknown white and black contamination (dust-like), tiny black and gray fibres or hairs at the air inlet of blowe box, dust like contamination on top of the blower box,blower motor and blower motor seal, mineral deposit or liquid spots on the bottom of the blower motor and blower box, indicating potential water ingress. Could not confirm evidence of foam degradation associated to this allegation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but presence of liquid ingress and dust contamination were observed and are consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.